Event description:
A lead for a patient who passed away was received by the manufacturer on (B)(6) 2012, as previously captured in manufacturer report number: 1644487-2011-02547. The product analysis of the lead was completed on (B)(6) 2012. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the cut end and at the suspected pitted area. A significant portion of the lead (including the electrode array) was not returned for evaluation. Since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Two sets of setscrew marks were seen on each connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Both the marked and the unmarked connector boot have partial detachment from the pin at the area where the pin exits the boot. Abrasions were identified at the areas located between the end of the connector boots and connector bifurcation. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but is not suspected to have contributed to the patient's death.